Manufacturer narrative:
Based on the current information, no malfunction could be found during investigation that would indicate incorrect movement of the table. Even during the on-site service inspection, no errors or abnormalities were found in the product. Based on this, no further action is required.

Event description:
Customer reported the table moving in a different direction as the user expected. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported table moving on it's own. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.